Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) as low as 42mg/dl with confusion. The caretaker administered glucagon times three with results after five hours of hovering at 50mg/dl. Customer support (cs) completed troubleshooting and the basal history matches the active basal program settings. The basal delivery totals in tdd do not match, variation due to known cause and the bolus totals do not match (>5% different). This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.